Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 73-year-old male with an impella cp implanted via right femoral arterial percutaneous access on (B)(6) 2026 at 11:45 am for hemodynamic support due to acute myocardial infarction and cardiogenic shock (pre-support clinical state consistent with scai shock stage c) experienced a decrease in hemoglobin to 9.2 g/dl on the morning of (B)(6) 2026, for which he received one unit of packed red blood cells. The groin access site remained free of bleeding or hematoma, and no clear source of bleeding was identified. Based on the available information, this event was not attributed to the impella cp device. No device malfunction or performance issue was identified, and the transient anemia was most likely related to the patient¿s clinical condition and concurrent antiplatelet and anticoagulation therapy (aspirin, plavix and therapeutic heparin). The impella cp was successfully explanted and the patient survived.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information reported the device was discarded.